Event description:
The customer contact reported an adverse event while the device was in use. In 2006, the device was programmed to deliver morphine 1mg/ml in the pca only mode, with a 1mg pca dose, a 10 minute patient lockout, and a 30mg 4 hour limit. On the following day, between 0600 and 0800, while making rounds, the nurse noted the patient could not be aroused. The patient's heart rate was approximately 40 beats per minute and "his oxygen saturation was in the 70's." The patient was treated with one 0.4mg dose of narcan and 100% oxygen therapy via a non-rebreather mask. After an unspecified length of the time, the patient could be aroused and was transferred to the ICU for further monitoring. There were no reported adverse patient sequelae. The device was removed from clinical service. The customer contact reported that the patient received "20mg within 7 hours and 40 minutes, which is within normal limits." Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.